Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue without recurrence. Customer was instructed to call back if the malfunction reoccurred and acknowledged understanding.